Manufacturer narrative:
The patient had an erosion, and both leads were explanted on (B)(6) 2021. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows that the clinical representative is unsure if a receiver pocket was created, which may have contributed to the erosion. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is likely incorrect surgical technique (clinician user error).

Event description:
Two electrode arrays were explanted due to superficial skin erosion.